Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's scs implantable pulse generator (ipg) had become inoperable and an end of service error message had appeared on the patient's scs ipg controller. Surgical intervention is anticipated in order to resolve this issue.

Manufacturer narrative:
Corrected data: h6 - upon further review, the correct device code was determined and provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.